Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient was in the hospital due to a nephrectomy that was performed. While the patient was still in the hospital, the patient experienced a brief pump stoppage and collapsed, but was fine within a few minutes. The patient's system controller was exchanged; however, it was reported that a holister clamp had been placed over the percutaneous lead. X-rays were taken and it appeared that there was damage to the external portion of the percutaneous lead. A percutaneous lead repair was performed by the manufacturer four days later, and the patient remains ongoing with no further issues reported.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.